Event description:
Baxter (B)(4) reported a bent spike was found when the patient opened the lid of the clean flash. The spike of the set had not been connected to anything. The set had been used for 30 days. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample has been received for evaluation. A follow-up report will be submitted upon completion of the evaluation. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). The customer report of a bent spike was confirmed in the lab. The tip of the spike was bent/damaged. A batch review was not performed as the lot number was unknown. The root cause could not be identified. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.